Manufacturer narrative:
Bec cts directed the customer to check for rubber type debris in vacuum line. No obstructions were found. Cts then directed customer to replace the vacuum valve. After the valve was replaced, no further leaking was observed. The issue was resolved through troubleshooting with bec cts. Service visit was not needed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the cap piercer wash cup in the synchron lxi 725 clinical system was overflowing and leaking fluid onto the sample tubes. Per customer, the cap piercer wash cup drain valve appeared to be malfunctioning. No injury was reported and no erroneous results were generated.